Event description:
It was reported that during an unknown procedure, the staples would not release. The first staple was fired correctly but no other staples would advance. Also the yellow part was stuck outside of the device; it made it impossible to remove the device through the trocar. They had to remove the device and the trocar together, and used another device and trocar. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual condition and with a partially formed staple in the cartridge nose. The device was tested and it was cycled, fed, and formed all the remaining staples as intended. The staples were noted to have the proper box shape and the device fired without any difficulties noted. Event described could not be confirmed as the device performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.